Event description:
It was reported that during the procedure the fiber tip broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Although visual analysis of the device identified a distal circumferential fracture at the glass cap, functional testing performed of the fiber did not identify any signs of breakage along the length of the fiber; therefore, the reported event is not confirmed. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during the procedure the fiber tip broke. No patient or procedure outcome was provided.